Event description:
It was reported an EKG showed intermittent loss of ventricular capture. A lead fracture was suspected. It was noted that vcm (ventricular capture management) showed high threshold since (B)(6) 2010. Follow-up information received found that both the ventricular and atrial leads were replaced due to dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event type code from malfunction to injury based on follow-up information received.